Event description:
It was reported an angio-seal was deployed post diagnostic angiogram. Two hours later, the patient experienced pain and a drop in blood pressure. A CT scan revealed retroperitoneal bleeding. The patient refused a blood transfusion due to religious beliefs. The bleeding stopped, no surgery was performed, and the patient was recovering. An angiographic picture of the groin revealed a "high stick". Reportedly, the physician knew the puncture was higher than recommended for placement of a vascular closure device.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Two radiographic paper print images were received. The first image represented a lower extremity angiogram. Contrast was seen injected through a procedural sheath. The sheath appeared to enter the artery at the level of the upper border of the femoral head. The second image was unrecognizable due to the poor quality of the image. There were no identifications of right or left markers present on either of the images. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) also instruct the user not the use angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.